Event description:
End user called about error message when doing the calibration check on the device. The error message was confirmed by phone trouble shooting. The device was replaced and the defective one returned for further investigation.